Manufacturer narrative:
(B)(4). UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. The reported malapposed scaffold and patient effects appears to be related to the circumstances of the procedure. The reported patient effects of angina and thrombosis, as listed in the bioresorbable vascular scaffold are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an unknown absorb scaffold was implanted 1-1/2 years ago in a severe stenosis in the mid right coronary artery (rca) with very mild calcification. Pre-dilatation was done, but no post-dilatation was done as the scaffold was deployed at high pressure. The patient returned the week of (B)(6) 2017 week due to angina and scaffold thrombosis was found. A non-compliant balloon was used at high pressure as some of the scaffold struts were noted to be floating (malapposed) in the lumen under optical coherence tomography (oct). No other stent was implanted. No additional information was provided.